Manufacturer narrative:
The reported event that 1 led was out of the device was duplicated through the device inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during service testing conducted at the user facility by a manufacturer field service technician, one of the leds had disassembled from the device. No procedural delays or patient involvement was reported.

Event description:
It was reported that during service testing conducted at the user facility by a manufacturer field service technician one of the leds had disassembled from the device. No procedural delays or patient involvement was reported.